Manufacturer narrative:
Device was received with blank display due to broken off and missing battery tube contact spring. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they insulin pump had blank display. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the spring inside the battery compartment came out. The insulin pump will be returned for analysis.